Event description:
It was reported by the patient that the Omnipod 5 Controller/Personal Diabetes Manager (PDM) was found to be ¿unresponsive¿ after charging overnight. It was reported that the controller had ¿caught fire¿ and that the charging port smelled of smoke and ash. Multiple troubleshooting steps were performed, including restart and hard reset attempts. The controller intermittently displayed a "Select Boot Mode" screen with options including Recovery and Normal but selecting Normal resulted in a black screen, with the controller remaining non-functional. The device reportedly repeatedly returned to Boot Mode or became unresponsive. A replacement controller was arranged for delivery. The patient¿s blood glucose levels were not impacted by this event, and medical assistance was not required. No harm to the patient and no property damage was reported.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received we will submit a supplemental with the investigation findings. We are unable to confirm the cause of the reported thermal event. The reported thermal device malfunction is associated with a Personal Diabetes Manager manufactured after the correction for action RES#91127 was implemented. Lot Release records were reviewed, and the product lot met all acceptance criteria. Locked Down Smartphone: LOCKDOWN.Omnipod Software App Version: 3.1.6.Operating System: N5004L-AM-Q-MV01602-06-01.06.Hardware: N5004L.CGM Sensor Type: L2+.Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our Cloud based on the reported date of event.